Event description:
It was reported that the patient was scheduled for a full vns replacement surgery due to a failure to program and lead compatibility with a newer single pin generator. Follow up with the tc indicated that there had been no issues with physician's vns programming system and, based on the data at the time of the report and age of the device, the failure to program was determined to be the result of battery depletion. The patient underwent vns replacement surgery, which was reported as due to battery depletion. The explanted generator and lead were received by the manufacturer for product analysis. Product analysis was performed on the returned lead portions. Note that a portion of the lead assembly, including the electrode array, was not returned for analysis and, therefore, complete evaluation could not be performed on the entire lead product. The condition of the returned lead portions, including abrasions and stretched coils, were consistent with conditions that typically exist following an explant procedure. Other than the typical wear and explant related observations, no anomalies were identified in the returned lead portions. The pulse generator failed multiple tests due to an attention error / failed communication. The device communicated as-received, but failed automated electrical testing due to a failed attention command. The failed communication tests observed during the electrical test could not be duplicated on the bench; therefore the cause of the failure to communicate could not be determined. The data dump indicates that there was a reboot of the generator approximately half a year prior to explant. The device history records were reviewed and the device passed all functional specifications and quality tests prior to distribution. The tablet data for the generator was received and reviewed by the manufacturer. An eos pulse watchdog timeout indicator was observed on the generator after the device was explanted. No additional relevant information has been received to date.

Event description:
Long-term product analysis testing results were reviewed to attain additional information on the possible causes of this event. Long-term testing resulted in no reset events or other adverse behaviors. No further action will be taken as a result of this investigation as this appears to be a single occurrence event, in which possible causes were explored. However, the root cause was not able to be determined.